Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) overheating. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields; b5, e2, e3. A getinge field service engineer fse was dispatched to the site to evaluate the unit, the machine reports overheating, the compressor did not reach the values required for operation, troubleshooting carried out, temperature sensor and compressor replaced, diagnostic and functional tests carried out. Repair completed, operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) overheating, the compressor did not reach the values required for operation. There was no patient injury or harm reported.